Event description:
It was reported that this implantable pacemaker was explanted due to unknown issue. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was explanted due to unknown issue. No adverse patient effects were reported. Subsequently, additional information was received indicating there was no malfunction with the pacemaker. This complaint is no longer reportable.

Manufacturer narrative:
Additional information noted that there was no malfunction with the pacemaker. Pacemaker was explanted due to patient needing another device due to patient's condition. This complaint is no longer reportable.